Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Visual inspection identified a bulge approximately 0.3 inches proximal to the distal tip at the location of the pull ring. The steering mechanism was actuated in both directions; however, the sheath tip was only able to deflect in one direction. The sheath did not deflect in one direction due to the pull ring being pulled out of position and the detachment of one of the pull wires from the pull ring at the distal end of the sheath.

Event description:
This report is to advise of a displacement of the pull ring at the tip of the sheath found during analysis.during the pfa procedure, it was noted that the sheath made a cracking sound when attempting to deflect it while the volt catheter was inside trying to canulate the left inferior pulmonary veins. It was also noted while trying to deliver applications, a baseline error appeared mid-application and the whole catheter turned yellow. This resulted in ghost lesions. The current generator was restarted and a new baseline was performed but the issue persisted. Both the sheath and catheter were replaced which resolved the issue and the procedure was completed with no adverse patient consequences.